Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) was 160 mg/dl. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer experienced a bg level of 38 mg/dl; cause was not known. Customer consumed gummy bears to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.